Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main 1 matrix drawer had a broken u-link plunger. A field service engineer replaced the plunger to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system main drawer 1 failed, the metal piece that connects the drawer release to the actuator was broken. The customer stated that the reported malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.